Event description:
A customer contacted beckman coulter inc. (Bcl) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample was tested for accu tni and a result of 0.52ng/ml was obtained initially and 1.39ng/ml upon repeat. The customer re-tested the original sample once more and a result of 0.11ng/ml was reported out of the lab. It is unknown if patient treatment was affected as a result of this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube and was centrifuged at 3,300 rpm for 15 minutes. The sample was slightly hemolyzed and lipemic. Qc is run daily and was within specifications before the event. An accu tni precision run was performed and failed. The customer did not question results for any other assays. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which partially failed. The fse conducted an aspiration test which indicated aspirate probe #1 was aspirating half the volume as it should be. The fse replaced peri-pump tubing, which he states was visibly depressed. The fse reran the diagnostic and the aspiration test and performed a precision run. All results passed within specifications. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.